Manufacturer narrative:
H6. Health effect- clinical code (e): 4581-refractive over/ under correction. H11- manufacturer narrative: over/ under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and refractive over/under correction. In a separate surgery the lens was exchanged for a shorter length and the problem was resolved.